Event description:
Baxter reports, "one of the two occluder feet in a minicap transfer set broke. The patient immedicately changed the broken set." No patient injury or medical intervention reported per baxter affiliate.